Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2025.

Event description:
It was reported that the patients implantable pulse generator (ipg) had to be charged frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was disposed by the medical facility and will not be returned.